Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was replaced to address the issue. The device had evidence of water ingress. During the evaluation at the manufacturer's service center, an issue related to the device's touchscreen was observed and the device's display was blank. The display board and front panel were replaced to address the issues.